Manufacturer narrative:
Product ID 3889-28 lot#(B)(4)serial# implanted:(B)(6)2017 product type lead. If information is provided in the future, a supplemental report will be issued.

Event description:
Follow up information received from the healthcare professional (hcp) clarified that the right lead was not able to be removed. This lead associated with the generator placed on the left side. Regarding the cause of the lead being stripped, the hcp reported that, despite the tines being exposed, they could not free up the lead from the surrounding adhesions. The hcp stated that they did not feel that ¿digging into the sacral foramen further¿ was prudent. No actions/interventions were taken to resolve the lead fragment being left in the patient issue. There were no further complications reported or anticipated.

Manufacturer narrative:
Concomitant medical products: product ID: 3889-28, lot#: unknown, explanted: (B)(6) 2019, product type: lead. Other relevant device(s) are: product ID: 3889-28, serial/lot #: unknown. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider regarding a patient who was implanted with a neurostimulator (ins) for gastroint estinal/pelvic floor and urinary dysfunction/sacral nerve stim. It was stated that that the system was removed on (B)(6) 2019 prior to cervical MRI. It was reported that the surgeon removed everything, but the ¿lead stripped and transected, and electrodes were left in place.¿ MRI considerations with a lead fragment were reviewed. No further patient complications are anticipated or expected as a result of this event.